Event description:
The manufacturer received information alleging lithium-ion internal battery verification test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device was evaluated by a manufacturer service technician. During the evaluation, the manufacturer's service technician was not able to confirm the failed test because the device passed all troubleshooting. There was no part(s) replaced to address this issue. The manufacturer's service technician retested the device, and it passed all final testing. Additionally, during the service of the device, the handle and passive porting block were replaced for physical damage unrelated to the reportable issue. The power cord clamp was replaced for missing on the device, which was unrelated to the reportable issue.